Event description:
It was reported that the patient felt ill and reported to the hospital for follow up. Lead impedance was high and failure to pace was noted. X-ray confirmed lead fracture at the subclavian. A new lead was implanted. No further patient complication were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.